Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices had compatibility issues. When they tried to put the stapler through the cannula it got stuck and would not fit. No patient involvement.